Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During a routine visit to the clinic, it was found that 4 electrode channels had high impedences, 3 of the electrode channels had a short circuit, leaving only three channels usable. Testing confirmed that the device has malfunctioned.